Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 faint false positive sars results. Customer has been symptomatic for 2 days. Customer states the results were confirmed negative by pcr and other rapid antigen test. Report 1 of 2.